Manufacturer narrative:
Evaluation summary:post market vigilance (pmv) concurrently with sustaining engineering led an evaluation of received one device opened by the account. The evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The instrument was received with the bag disengaged and not received. No plastic remnant was noted on the ring. The black shrink tube was stretched and broken on the ring. The plunger and metal ring advanced and retracted properly. A review of the device history record indicates this device lot number/serial number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the reported condition may occur when an obstruction is introduced inside the metal ring. An obstruction can occur when an instrument, extraneous materials, or the cinched bag itself interferes with the retraction of the ring. In this case, the black shrink tube fails during retraction, but the black shrink tube remnant remains on the ring. The average force required to replicate condition has been measured at 14 lbs. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap partial nephrectomy, the kidney was collected in the retrieval bag, but the metal ring broke while pulling the rope and plastic ring (to close the retrieval bag). After kidney removal they saw a piece of plastic (from the bag) in the abdominal cavity of the patient. This piece of plastic normally is fixed on the metal ring. This piece of plastic was safety removed from the patients abdominal cavity. Product was not re-sterilized prior to incident. Product was used on a patient. Patient not injured or jeopardized. The piece was retrieved from the patient.